Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient encountered the insulin was dripping on the insertion site which to led high blood glucose level of more than 300 mg/dl. The high blood glucose level was treated by using pump bolus.